Event description:
It was reported that the lead was cut during a stage 2 implant as the surgeon tried to expose the end cap. It was removed and replaced with a new lead under fluoroscopy. The patient was discharged without incident a day later.

Manufacturer narrative:
(B)(4).